Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was constantly alarming, and was not providing accurate readings. Customer also reported having a blood glucose level around 30 mg/dl, but did not receive a low alert. Blood glucose level at the time of the call was not provided. No further information was provided.